Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported frequent blackouts, frequent screen flickering during a hysteroscopy procedure of unknown type involving an olympus video system center. The customer suspected that the cause of the frequent screen flickering during surgery was due to the console and the monitor from different manufacturers/models were incompatible. There was no patient injury reported.